Event description:
Apparent allergic reaction to latex enema tip during afterfilms on barium enema. Tip had been inserted 20-30 minutes when patient experienced hives and itching. This was out-patient with no significant serious illiness; no explanation for reaction than above given. Benadryl 50 mgm im administtered and raction resolveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.